Event description:
User states there is liquid leaking from the analyzer which is in the walkway area and is getting under their mats causing the mats to slide. No operators have been harmed. No patient samples were involved. The field service representative determined one of the rinse nozzle tubings had came off the nipple at the manifold. He checked and reseated all the tubings on the manifold. Performance tests were performed and no further leaking was observed.